Event description:
The user facility reported that during a processing cycle steam vapor was emitting from the washer door area as the doors had opened. Facility personnel pressed the "door close" button and the doors closed. No injuries, procedural delays or cancellations reported.

Manufacturer narrative:
The reliance 130 and 130l cart washer is equipped with a series of safety features designed to prevent the reported event from occurring (1) photoelectric sensors to detect obstructions, (2) safety delay before the washer cycle starts, (3) an audible alarm prior to doors closing, (4) hardwire switch that will prevent the circulation pump from starting if the door is opened and (5) a microswitch that prevents a cycle from starting if the doors are not fully closed and also stops the washer operation if the doors are opened during a cycle. Additionally, the device is designed in a manner such that if the "door close" button were to be pressed before the operator had fully exited the washer, the following safety features are present (1) four emergency exits with safety door stickers to indicate where to push when exiting, (2) emergency stop cables located on each side of the interior of the wash chamber which instantly stop washer operation when pulled and (3) two external emergency stop buttons located under the exterior control panels which automatically stop the operation of the washer when pulled by de-pressurizing all washer supply valves. The steris service technician thoroughly inspected the washer and found all operations were functioning properly; no issues were noted. The technician tested all washer safety features which operated properly and was unable to duplicate the reported event. To ensure users are properly operating the device, steris will install a door close confirmation button and door open delay on the 130 and 130l cart washer/disinfector (subject of steris initiated voluntary field correction, #9680353-6/28/2012-002-c).

Manufacturer narrative:
A steris service technician fully inspected the equipment and found the equipment was operating to specification; no issues noted. The technician tested all washer safety features which operated properly and was unable to duplicate the reported event. The unit was installed on 6/16/2008 and is currently maintained and serviced by the user facility maintenance department. The event is under investigation and a follow up report will be submitted when additional information becomes available